Event description:
The customer reported that their device would not recognize the connection of a therapy cable assembly. This would not allow the device to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector and therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector and therapy cable assemblies at the failure analysis center and determined the cause of the failure to be due to connector pin #1 that was broken off from the therapy cable assembly. The pin was lodged into the therapy connector assembly.